Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they only received the new upper aligners, even though the point was to get new lower ones to rectify the changes they have observed and correct the misaligned bite. The patient stated that their new upper aligner cuts into their gum line.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.